Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Event description:
It was reported that the sensing has been intermittently decreasing since implant. The lead will continue to be monitored.